Manufacturer narrative:
Method: device not returned. Results:the device was not received for analysis and therefore no root cause could be determined. Conclusion:the root cause of the tip fracture cannot be determined without the device and based on the information provided. Therefore the root cause is multi-factorial.

Event description:
It was reported that the threaded tip of reflex hybrid removal driver inner shaft broke during removal of a screw from reflex plate.

Event description:
It was reported that the threaded tip of reflex hybrid removal driver inner shaft broke during removal of a screw from reflex plate.